Event description:
It was reported that air bubbles were observed within the infusion set tubing. There was no adverse impact on the customer's blood glucose level. Customer declined further troubleshooting with tandem technical support regarding the reported issue; therefore, no additional information was able to be obtained.